Manufacturer narrative:
H3: one device was received for evaluation. The service history of this device showed no repair history. The customer issue was confirmed by checking the alarm history. The device was repaired by replacing the left and right clutch, clutch spring, worm gear, worm coupling, and motor to fix the error. The root cause of the issue was worn out clutch parts. The speaker was replaced to fix the primary audible alarm bgnd test. The device was calibrated, greased and reset to standard configuration. After installing and replacing the parts, the pump passed all the testing and is fully operational.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a travel coarse error. This alarm event pauses the delivery of the pump until the error is addressed. There was no patient involvement.